Event description:
It was reported that during a lap hernia procedure, there were jammed staples. The case was completed with a new device. No further info available. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that one ems device was returned with the nose broken and non-functional. It should be noted that a 100% inspections takes place during mfg, to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No functional test could be performed. The batch record was reviewed and no anomalies were noted during the mfg process.